Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had critical battery alarms and was involved in power switching when the charge was greater than 25 percent. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event date contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed three (3) critical battery alarms due to communication errors involving the battery. However, the data log files covering the reported event date were not available for analysis. As a result, the reported critical battery alarm event was confirmed; the reported power switching event could not be confirmed. The most likely root cause of reported critical battery alarm event can be attributed to communication errors between the controller and battery. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.